Event description:
It was reported that one palatal implant extruded within twenty-four hours after the implant procedure. Three remain implanted. No further information was provided by the physician.

Manufacturer narrative:
Date of event is unknown as it was not provided by the physician. (B)(4). The product was not returned to the manufacturer for evaluation. Evaluation results code: [the product and/or images was not returned for evaluation]; evaluation conclusion code: [known product problem documented in the product (IFU) labeling]. Product description: the pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.